Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour occurred for the g6 receiver. Data was provided for investigation. The problem was confirmed for ios smart device. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the ios smart device was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.